Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a prior pump exchange and almost immediately started having issues with hemolysis on the new pump. It is believed that the patient was coagulopathic. The patient was listed as 1a and received a transplant. Pump parameters were within normal limits at the time of transplant.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.